Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter indicated that the pump alarmed for a low battery, the battery was changed but the pump failed to power on. The reporter stated that the pump emitted the start up beep and vibrate but then died. The reporter confirmed attempting multiple batteries without resolving the issue. The reporter confirmed no known damage to the pump or battery cap and confirmed that the cap was tight with no yellow o-ring visible. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/28/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history indicated no power issues. Multiple call service alarms were noted in the black box and pump alarm history. No damage was found to the battery cap or battery compartment. The battery cap was able to secure tightly to the pump. The pump was found not to power on correctly and the display remained blank. During testing, the software was reloaded and the pump was able to successfully power on with no alarms. The pump was exercised for 24 hours with no alarms or power issues. The pump was opened and no damage was found to the power circuit. The battery cap contact was found to meet specification.